Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The difficulty positioning the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery in the bifurcation with the distal branch. The procedure was on the night of (B)(6) 2019. A 6f non-abbott guiding catheter was advanced. An attempt to pre-dilate the lesion with a kissing balloon technique was being performed. A 3.0x15mm nc trek balloon dilatation catheter (bdc) and a 3.0x15mm non-abbott bdc were being advanced; however, resistance was felt and the proximal shaft of the nc trek bdc separated in the guiding catheter. The separated shaft was removed and the procedure was successfully completed with another unspecified nc trek bdc. There were no adverse patient effects. No additional information was provided.